Event description:
Problem involves 2 nellcor oximax infant oxygen sensors that have been reprocessed by vanguard medical concepts. Rn reports on at least two different occasions the wires have become exposed next to the bandaid portion that wraps around the infant's big toe. No injury to the pts at this time. Both products removed from service immediately when the frayed wires were noted.